Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the pacemaker was implanted on (B)(6) 2019. On (B)(6) 2019, the patient presented for a follow-up in clinic with an infection. The device was explanted and a temporary pacemaker was used. The patient was given intravenous antibiotics and was noted to be in stable condition throughout the procedure.